Event description:
Litigation papers allege the patient suffered pain and excessive levels of chromium and cobalt in his blood.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013 (right hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 03/05/2014 - pfs and medical records received. Patient was revised to address clear fluid in the joint, brownish tissue in the capsule, metallosis, osteolysis, and corrosion at the taper neck junction. The stem and adapter sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 03/18/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.